Event description:
Event description boston scientific crm received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead were measuring an increase in pacing impedance from 700 ohms at implant, to now greater than 3000 ohms. No adverse patient effects were reported in association with this clinical observation.

Manufacturer narrative:
(B)(4). A lead revision was performed. When the rate/sense portion of the rv lead was tested with a pacing system analyzer (psa), normal impedance measurements were observed. The rv lead was reinserted into the device header, and the setscrew was tightened down. It is believed that the high impedance observation was due to a loose setscrew that moved shortly after implant. According to the available information, this device and rv lead remain implanted and in service. No additional information is available at this time. Should more information become available, this event will be updated. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.